Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic by pass procedure, there was a problem with unloading the first loading unit, the jaws locked on tissue and was removed by opening it difficulty and the staple line was incomplete at the proximal part. The staple line was fixed by using a new loading unit. But the second loading unit was not able to fire. The surgeon was able to press the green button and squeeze the handle. The third loading unit also locked on tissue and was removed by opening it difficulty, there was also poor staple formation and the staple line was incomplete at the distal part. A new loading unit was used to resolve the issue. There was no patient injury.